Event description:
The company was informed that the pt had a postoperative staph aureus infection following a revision surgery that did not get to the device. The pt was hospitalized and rec'd a PICC line and treated with antibiotics (keflex). The device remains implanted.